Event description:
Approximately 30 minutes after last leaving room, rn noticed that IV pump was off with a gray screen, turned IV pump on, and screen displayed with a battery error message. Pump removed from patient room.